Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Part number: 319.006. Synthes lot number: 6194123 . Supplier lot number: n/a . Release to warehouse date: 06 aug 2009 . Expiration date: n/a . Manufactured by synthes brandywine . No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary investigation background: modified event description: it was reported that on an unknown date, the gray knob on the non-measuring end of the depth gauge in the 2.4/2/7 variable angel locking compression plate (lcp) forefoot midfoot (ffmf) set fell off when the surgeon went to measure the length of the unknown screw. There was nothing to pull against when trying to measure screw lengths. No parts went missing and the surgery was delayed for approximately three (3) minutes until another depth gauge was pulled out from another set. The depth gauge would "stick" when the surgeon tried to measure and said that it was not working properly and difficult to use. The surgeon completed the surgery with the "sticking" depth gauge and there was no further delay. Procedure outcome is unknown. No patient consequence reported. Concomitant devices: screw (part unknown, lot unknown, quantity 1) this complaint involves two (2) devices. Investigation flow: damage/functional . Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 6194123) was received with the needle component bent. No other visual issues were identified. Functional inspection: functional testing was performed by attempting to slide the body along the slider. There was heavy resistance during sliding due to the bent needle. The reported complaint condition of jammed/seized could be replicated as the bent/off-axis needle creates resistance when sliding, contributing to the complaint condition. The device failure/defect of bent needle was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of jammed/seized is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot 6194123) as the bent/off-axis needle creates resistance when sliding, contributing to the complaint condition. No definitive root cause could be determined for the bent condition of the needle. It is possible that the condition was due to excessive/unintended forces during device use and/or consistent device use over the part¿s lifetime. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Exact date is unknown. Initial reporter is synthes sales representative. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the gray knob on the non-measuring end of the depth gauge in the 2.4/2/7 variable angel locking compression plate (lcp) forefoot midfoot (ffmf) set fell off when the surgeon went to measure the length of the unknown screw. There was nothing to pull against when trying to measure screw lengths. No parts went missing and the surgery was delayed for approximately three (3) minutes until another depth gauge was pulled out from another set. The depth gauge would "stick" when the surgeon tried to measure and said that it was not working properly and difficult to use. The surgeon completed the surgery with the "sticking" depth gauge and there was no further delay. Procedure outcome is unknown. No patient consequence reported. Concomitant devices: screw (part unknown, lot unknown, quantity 1). This report is for one (1) depth gauge. This is report 2 of 2 for (B)(4).